Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
The patient reported having stomach problems, being constipated and can¿t eat. Per the patient, she takes a bottle of mylanta to get any kind of monument going and that puts her down for 1-1.5 days. The patient went for an upper and lower gi and it came back normal. The patient stated her ¿general and gastrologist¿ say her pain medication dose is ¿too high¿. At the patients¿ last pump visit the doctor gave her some medicine to speed up the metabolism and it worked giving the patient more energy but not helping her stomach problems. The patient had the stomach problem prior to getting the pump and that's why she got it to avoid pills but it's been getting progressively worse. The patient wondered if based on the dosing would that cause their stomach problems. The pump was used to deliver fentanyl and dilaudid. No interventions or patient outcome reported. Further follow-up was being conducted to obtain the information. If additional information is obtained a follow-up report will be sent.